Event description:
The engage introducer and the dilator were unable to be advanced on the guidewire despite the guidewire inserting without problem. When the guidewire was removed, it was kinked and the dilator was bent. A hematoma appeared in the venous lumen. Allegedly a venous dissection occurred.

Manufacturer narrative:
The reported event of bent dilator and guidewire was confirmed. The results of the investigation concluded the dilator and guidewire had been bent, consistent with the reported event. Functional testing revealed the guidewire could be inserted through the hemostasis sheath/dilator assembly and exited the dilator distal tip without anomalies. Although the exact cause of the reported event remains unknown, the dilator and guidewire damage is consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator and guidewire damage is consistent with damage during use. The engage introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer sheath instructions for use (IFU) states individual patient anatomy and physician technique may require procedural variations. The engage introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The engage introducer instructions for use (IFU) states that upon removal of the hemostasis introducer, proper precautions should be taken to prevent bleeding.

Event description:
The engage introducer and the dilator were unable to be advanced on the guidewire despite the guidewire inserting without problem. When the guidewire was removed, it was kinked and the dilator was bent. A hematoma appeared in the venous lumen as well as a dissection. The device was withdrawn and compression was applied to the site. The procedure was stopped and the catheterization could not be performed.